Event description:
Possible revision of pinnacle mom implants. Reason not provided, revision date not confirmed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. Further information regarding this report was not made available to customer quality. A search of the complaints databases finds one other report against the 2248975 and 2247484 lot codes. Because reason for revision and if the patient was revised was not reported, it is not known if the reports are similar. No other reports were found against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.